Event description:
Revision knee surgery due to instability.

Manufacturer narrative:
An event regarding instability involving a dura duration a/p tib med 11 (pr 119452) was reported. Based on the event clarification, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Revision knee surgery due to instability.